Event description:
Customer reported a cartridge alarm issue, specifically cartridge alarm 20, with their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, and instructed them on how to store the problematic pump before returning it. The customer was advised to return the pump within 10 days using a pre-paid label to avoid charges, and they acknowledged understanding of these instructions. Technical support also provided guidance on transferring settings and connecting their continuous glucose monitor to the replacement pump.